Manufacturer narrative:
(B)(4). Batch # n91d6k. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what it the correct alert date: correct alert date is october 5th. Additional information: the piece retrieved is the tip of the metal blade; it broke during use on the patient, the piece was recovered "from the bottom" of the incision (in the neck during a parotidectomy). The risk of injury was present but patient had not been hurt. The operation was completed without the device (without taking another clamp). No news of the patient; the intervention went well even the breaking of the clamp, he was able to return home safely.

Event description:
It has been reported that during a parotidectomy, the blade of the scissors detached from the device. The piece fall into the patient in the middle of the procedure but has been retrieved deep inside the incision. The patient could have been cut when trying to retrieve the missing piece. No harm to the patient.